Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) patient registry. The patient was retrospectively enrolled with a 12 cm segment of barrett's esophagus containing intramucosal adenocarcinoma. Four months prior to undergoing radiofrequency ablation (rfa) with barrx 360, the patient underwent piece-meal endoscopic mucosal resection (emr). It was reported that approximately a month and half after the rfa procedure with barrx 360, the patient developed a stricture that was subsequently dilated on multiple occasions. The stricture has since improved. Per the physician, the severity of the event was severe, the relationship of the event to the device procedure was definite but there was no device malfunction.

Manufacturer narrative:
The site did not return the device; therefore, no evaluation was performed. If any additional information is obtained pertinent to this event, a follow up report will be submitted. (B)(4).